Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/14/2025, it was reported by a facility representative via (B)(4) that an ar-9297-15 avl angled reamer sleeve assembly inner shaft will no longer fit. No added time or adverse event occurred. The case was completed with a second driver from the set. This was discovered during a case with no patient affected.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9297-15 univers vaultlock® augmented glenoid angled reamer sleeve was received for investigation. Visual evaluation of the returned device noted superficial wear and tear to the device with scratches, faded laser markings and discoloration observed. It was further noted that the device had striations along the inner diameter and collar of the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Refer to investigation photos.